Event description:
The customer biomed reported to philips the device had an error 10004 (cycle power error)during the extended selftest. There was no patient involvement as this was reported to have occurred during testing.